Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, although the exact timing of the event could not be determined, procedural factors (placement of the initial guidewire or extra stiff wire) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, following deployment of a 26mm sapien 3 valve, a pericardial effusion was observed. Open surgical repair was performed. The xt valve was positioned 80:20 aortic/ventricular (a/v) and deployed at a final position of 90:10 a/v. Post deployment, the patient's blood pressure did not recover. Echocardiogram indicated a pericardial effusion. Pericardiocentesis was performed; however, the source of the effusion could not be found. Open surgery was performed and a small perforation of the left ventricle apex was found. At the time of this report, the surgical repair was still ongoing. The lv perforation had been repaired and the patient was in stable condition. The annular valve area measured 421mm2 by CT. Mild annular calcification, mild native leaflet calcification and no aortic root calcification were reported. It was perceived that the guidewire used to initially cross the annulus may have caused the perforation. It was reported that the extra stiff procedural wire placement went well; however, the exact timing of the event could not be determined.